Event description:
This report is for patient #1 of 3 and linked to mfg report numbers: 1121308-2022-00014; 1121308-2022-00015. A facility reported that a patient who received duragen plus dural regeneration matrix 4x5 (dp1045) was cultured with cutibacterium acnes pathogen after use. There was unknown revision/medical intervention. No surgical delay reported. Additional information has been requested.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Duragen plus dural regeneration matrix 4x5 (duragen) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided however, the device history record (DHR) review was not possible because the product lot number reported does not correspond to a finished good lot number from integra-añasco. Therefore, the product lot number is unknown at this moment. The definitive root cause could not be determined. In addition, since the reported condition is related to a specific pathogen, cutibacterium acnes, environmental monitoring records were reviewed, and it was found that cutibacterium acnes is not a microorganism identified as part of the normal flora in the integra añasco collagen clean rooms area. Therefore, based on this and procedural controls including terminal sterilization, it is considered that the reported condition is not related to the duragen product. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.